Manufacturer narrative:
Age or date of birth: unk. Weight-race: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -5.00/1.5/92 (sphere/cylinder/axis), was implanted into the patients right eye (od) on (B)(6) 2022 as a replacement lens to correct refractive surprise but it did not resolve the problem, unaided va re 6/9+1 was reported. Lens rotation was observed at 20 days post-op. It was reported that lens repositioning was performed but it did not resolve the problem. Lens remains implanted, ucva 20/20-2 was reported at patients las visit on (B)(6) 2022. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2022-00435 for claim against the initial lens.